Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. However, the device was received in a biohazard container with signs of biomaterial on the device, which limited the evaluation to visual inspection. There were multiple kinks noted on the blue sheath of the device, which likely contributed to the reported phenomenon. The reported phenomenon was likely due to physical damage. The balloon will be forwarded to the original equipment manufacturer for further evaluation. If significant additional information becomes available, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde pancreatography (ercp) procedure, the balloon became stuck in the patient's common bile duct. The users experienced difficulty deflating the subject balloon after the second or third pass. The users made multiple attempts to deflate the balloon, but with no success. The users tried using different size of syringes to aspirate air from the balloon, but was not successful. The users tried using reusable biliary biopsy forceps, trapezoid basket and needle knife, but with no result. The users removed the scope from the patient, and used a pentax's scope to decompress the patient's stomach and small bowel, and after doing so, the users noted that the balloon was deflating on its own. The procedure was completed, but it was extended for about 30-45 minutes. There was no patient injury reported.